Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted two opened (without original packaging), used all silicone foley catheter with syringe (lot number ngkq3016). Visual inspection of the sample noted a tear on the inflation valve arm on the return sample measuring (0.2945) on the first catheter and (0.2690) on the second catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, a sterile water leak was discovered near the foley catheter junction of the shaft and funnel. The lot number of the catheter is mykt1315.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, a sterile water leak was discovered near the foley catheter junction of the shaft and funnel. The lot number of the catheter is mykt1315.